Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that the "pump failed." There was no reported impact to the customer's blood glucose level. Tandem technical support attempted to gather additional information; however, no response was received. No additional information was provided.